Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the right coronary artery (rca). The lesion was treated with four passes of the oad on low speed. A final pass was performed on low speed in a location in which wire bias was present. Balloon angioplasty was performed in the rca. Imaging was performed and a perforation was noted. Covered stents were placed to resolve the perforation and the patient was in stable condition following the procedure.